Event description:
It was reported that the device was alarming water low but water tank full. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in fair condition. Filled the reservoir and fitted the device with temp check . Powered on the device and immediately the ?no disposable" alarm sounded. The root cause of the reported issue was found to be a faulty micro switch. Actions were taken to mitigate the reported issue: replaced micro switch.